Manufacturer narrative:
(B)(4). The field service representative (fsr) found that the heater assembly in channel a was the source of the problem. The defective heater assembly was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler displayed an e08 error code on channel a. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) findings reported in the initial medwatch submission were not related to this complaint nor the product surveillance findings reported in the follow up medwatch. The reported complaint was not confirmed. The fsr was not able to verify the reported error code when he evaluated the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a lower resistance reading between the black wires of the secondary heater element and the ground wire than between the blue wires of the primary element and the ground wire. This complaint is related to (B)(4)/ medwatch # 1828100-2017-00341.